Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd drive pcb. In addition, our technician confirmed that the ultrasound connector body fluid damage, the lg connector fluid damage, the remote control buttons perforated, the operation channel (primary) buckled, the lg prong corroded, the lg prong top corroded, the ultrasound connector body corroded, the warning/caution label missing, the insertion flexible tube crushed, the us connector casing leak, the lcb (light carrying bundle) defective, and the insertion flexible tube lump/wave; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).